Event description:
Information was received from a consumer regarding a patient receiving a dilaudid, clonidine and another unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that since yesterday their communicator would not charge. The patient stated they have tried 4 different charging cords and 4 different outlets without resolution of the issue. The patient¿s husband tried plugging in the communicator at 3:30 this morning, and now the green light was on, but when they unplug it and press the power button, ¿nothing comes on any more like it used to,¿ and mentioned they do not have the orange light at all anymore. The patient mentioned another reason they thought the chargingwas an issue and the battery didn't last because they thought they had to charge it once every 6 months and they've charged it 5 times in the month they've had it. The agent reviewed charging expectations, and the patient mentioned when they first got the communicator, it appeared to not take a charge. When they went to their first refill a company representative inquired if they charged the equipment or not and the patient thought they charged the equipment pr ior to the appt but an equipment issue was not determined or discussed then. The patient mentioned they have missed all of their boluses due to not being able to charge the communicator. The patient stated the charging cords do not seem loose/wiggly. While on the call, the patient confirmed the charging cord does not fit all the way into the port, as they could still see part of the silver tip. A request was sent to repair to replace the communicator dueto the communicator port appears to be damaged due to the charging cords not going all the way in when trying to plug the cord into the port and trying multiple different cords and outlets, but the communicator no longer turns on.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 19-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.